Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in a severely calcified and moderately tortuous right anterior & posterior tibial arteries. A 1.5mm x 20mm x 142cm coyote es balloon catheter was selected to dilate the lesion after a non bsc guide wire crossed the lesion utilizing a rendezvous technique. The balloon was inflated four times, however, it ruptured at 6 atms during the fourth inflation. The procedure was completed with a different device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).